Event description:
It was reported that six days after pacemaker implant, high impedance and pacing failure were confirmed from possible loose connection. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found. It was noted that the set screw was in the connector bore.